Manufacturer narrative:
The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer would clear the alarm and resume insulin delivery. The customer's blood glucose level (bg) was 487 mg/dl with ketones present. The customer disconnected from the pump and used insulin injections and fluids to lower the high bg level/ketones. The contact changed the cartridge and infusion set. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed. Per the pump history and the customer, the supplies had been in use for 7 days.